Event description:
It was reported that the tcm did not cool fast enough during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative found poor flow over the cold plate in the cool down mode. He defrosted and drained the unit. He inspected the valve 2 and found scale deposits. He replaced the valve. He also cleaned the internal filters and larger tank. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.